Manufacturer narrative:
Unit received with blank display. Problem isolated to electronic assembly. Unable to confirm failed battery test alarm due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump received battery failed alarm. The contacts on the battery cap are not missing, damaged or corroded. The battery compartment and the spring are neither damaged nor corroded. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.